Event description:
As reported by a voluntary medwatch, while inserting a vista brite tip guiding catheter in the right femoral artery access and during the attempt to torque the catheter for placement, the distal part of the guide became twisted. Several attempts to straighten the catheter for removal were made with different wires. These initial attempts were unsuccessful. Access was made at the right radial artery to snare the catheter. The physicians were unable to snare it successfully. Finally the brite tip catheter was manipulated from the groin enough to remove it from the body. There was no harm to the patient. It was noted that the device failed (e.g. Broke, couldn¿t get it to work or stopped working). Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Complaint conclusion: as reported by a voluntary medwatch, while inserting a vista brite tip guiding catheter in the right femoral artery access and during attempt to torque the catheter for placement, the distal part of the guide became twisted. Several attempts to straighten the catheter for removal were made with different wires. These initial attempts were unsuccessful. Access was made at the right radial artery to snare the catheter. The physicians were unable to snare it successfully. Finally the brite tip catheter was manipulated from the groin enough to remove it from the body. There was no harm to the patient. It was noted that the device failed (e.g. Broke, couldn¿t get it to work or stopped working). Multiple attempts to gather additional information have been made and have been unsuccessful. The device was not returned for analysis nor was a sterile lot number provided to conduct a DHR. The reported catheter withdrawal difficulty and distal tip kink/bent ¿ in patient could not be confirmed as the device was not returned for analysis. The exact cause could not be conclusively determined. Based on the information provided, it is not possible to draw a conclusion as to what clinical factors may have contributed to the difficulty experienced by the customer. Without a sterile lot number or return of the device for analysis, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Please note that this medwatch report is associated with a voluntary medwatch report submitted by the institution (uf/importer report # (B)(4)).